Event description:
According to the reporter, during a procedure, the transparent part of the plier detached when changing the reload. Another device from the same model has been used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.